Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated four hours following the implant, the patient experienced chest pain accompanied by a drop in blood pressure. A quicklook echocardiac was done and a pericardial circumferential effusion was observed. A pericardiocentesis was done and a pericardial drain was put in place. 200 ml of blood was removed and the blood pressure increased. The patient was hospitalized and a new quicklook echo was done and no further pericardial effusion was observed. The drain was removed and the subject was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced implant-related tamponade on the day of the cardiac resynchronization therapy defibrillator (crt-d) system implant. It was noted during the patient's hospitalization following the tamponade, the patient experienced arterial hypotension, as the patient's blood pressure dropped likely due to hypovolemia. The patient was given saline and intravenous infusion of nor-epinephrine. Two days later the patient's blood pressure stabilized and the nor-epinephrine was discontinued. The system remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.